Event description:
It was reported that "an ultrasonic nebulizer was being used with disposable medication nebulizer cup to continuously nebulize medication into a mechanical ventilator circuit. The therapist and dr standing next to the device saw a glow in the space between the nondisposable cup and the disposable cup, after which the disposable cup burst into flame. The circuit was filled with 100% oxygen at the time. The caregiver immediately disconnected the burning nebulizer and reconnected the pt. There was no evidence of any pt harm. The medication cup may have been dry, the nebulizer cup did not have the MFR mandated shields in place and the circuit contained 100% oxygen".